Manufacturer narrative:
The pump has been received for evaluation but the evaluation is not yet completed. Once the evaluation is completed, a follow-up report will be filed.

Event description:
The facility's biomed reported the pump was suspected to pass air without alarm during clinical use. Reportedly, the rn came into the room and noticed a stream of air bubbles in the tubing to the patient but the pump was not alarming for air. The bubbles started at the 1st luer port of the tubing to the patient, there was a "pattern" of approx 1/2 inch section of bubbles, 1/2 inch long section of fluid and so on. There was a secondary bag piggybacked into the line and the biomed thinks that this may have somehow been the source of the air, however writer has been able to confirm if the tubing or the bag is available for evaluation and neither the secondary medication or product code of the tubing is known. The primary medication was an abbott 10% dextrose solution. Despite baxter's efforts to obtain information regarding the pump programming and set-up information incident date, and specific patient details, no additional information was provided. No medical intervention was needed and no patient injury resulted. Writer has attempted to follow-up with the risk manager at the facility for additional information without being able to reach her to date.